Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Subsequently, the customer loaded a new cartridge and received a minimum fill notification. The cartridge was reloaded to resolve the issue. Customer's blood glucose level was 156mg/dl.